Event description:
The part did not compress and was eventually replaced. A revision surgery was done to replace the helical blade and plate with a new one of the same size. There was no complaint against the screws. Surgery was successful. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This device is for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device and no lot number or part number was provided.